Event description:
It was reported that the tip broke off of the device before the start of an unknown case. The case was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned in good physical condition. Upon visual inspection no anomalies were noted with the blade. The blade was not broken off as reported. The device was tested with gen11 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues ...